Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that part of the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.

Manufacturer narrative:
(B)(6). (B)(4) torn material.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that one loop was cut approximately 4 cm from the bonding section, and the other loop showed stress marks approximately 2.5 cm from the bonding section. The suture was not returned. The loop's tear is consistent with one caused by the suture when being pulled in order to remove it from the stent. Therefore, handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that part of the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Follow up with the complainant revealed that the tear on the stent was noticed during handling of the device. The straightener was removed from the stent and the suture was then cut.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris loop ureteral stent, when the device was unpacked, it was discovered that part of the stent was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."